Event description:
It was reported that the insulin pump delivered insulin. The insulin pump delivered 8 to 9 units of insulin. The insulin delivery was not programmed by customer. The blood glucose reading is 123 mg/dl. During troubleshooting, the blood glucose reading dropped to 79 mg/dl, then to 59 mg/dl at end of the telephone call. Customer treated with food. The blood glucose increased to 105 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.